Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the screen of the insulin pump was looks like starting to peel off and random no delivery alarm. The customer¿s blood glucose was unknown at the time of incident. The insulin pump will not be return for analysis.

Manufacturer narrative:
Device received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test or verify missing segments or partial display anomaly, no delivery alarm and weak battery alarm due to blank display. (B)(4).